Manufacturer narrative:
(B) (4)the facility reported a flo-gard infusion pump which over-delivered during patient use. However, this condition could not be confirmed nor duplicated during product evaluation. The pump's delivery accuracy was tested using a rate of 200ml/hr with a volume to be infused of 35ml. This test resulted in the pump delivering 35.9ml, or +2.57%, which is within the specified accuracy range of +/-7% when a pump is set to deliver at rates of 60.0ml/hr and above. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary.

Event description:
The facility reported a flo-gard infusion pump which over-infused lactated ringer's solution on a male patient in the general patient ward. The pump was intended to infuse 720ml of lactated ringer's solution over a 24-hour period. Instead, the pump infused all 720ml in 4 hours. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.